Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent loss of dexcom g7 glucose readings on the ilet, with the third sensor of the day briefly stopping transmission before resuming while on the call; blood glucose was reported as 156 mg/dl and unaffected, and there were no alerts on the ilet. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy or need for medical intervention. Investigation included user coaching on transient sensor communication issues and monitoring for recurrence. Investigation of this case revealed a transient sensor-to-ilet communication interruption that self-resolved without device alarms, consistent with momentary signal loss rather than a sustained device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption.